Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced inaccuracies in cgm readings during an extreme low (cgm 400 mg/dl, bg 70 mg/dl; cgm 90 mg/dl, bg 20 mg/dl). Pt required medical intervention, and paramedics were called. Paramedics treated pt with an IV.